Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure using a farawave ablation catheter the patient experienced weight gain of 5lbs due to volume overload. The patient was instructed to take 20mg of a diuretic medication for three days. The patient's current status is unknown. It is unknown if the device will be returned for analysis. Clinical study name: (B)(6) clinical study ID: (B)(6) clinical patient ID: (B)(6).